Manufacturer narrative:
G4: 14may2020. B4: 21may2020. Additional information was received that field service engineer confirms the touch screen was functioning. The navigation ring issue and replacement of front bezel is captured in previously submitted mfpr report#: 2031642-2020-01566 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer identified a nav-ring problem along with a touch screen issue. The software was upgraded with no issues. The field service engineer confirmed the nav-ring. However, he could not replicate the issue with the touchscreen. The fse replaced the front bezel to fix the nav-ring issue and returned the touch screen to philips. The unit has returned to service mode. There was no patient involvement.